Manufacturer narrative:
Updated.

Event description:
It was reported that the patient experienced infection with the inflatable penile prosthesis (ipp) tubing was exposed through the scrotum. The entire ipp was explanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced exposed inflatable penile prosthesis (ipp) tubing through the scrotum. The entire ipp was explanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.